Event description:
Boston scientific received information that this device delivered inappropriate shocks and anti-tachycardia pacing (atp) for a rhythm that was noted to be sinus tachycardia while the patient was playing basketball. It was noted that the patients ventricular tachycardia (vt-1) zone was a monitor only zone, thus it was questioned why therapy was provided. Technical services discussed why the patient received therapy and recommended programming options. The device was reprogrammed. No adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.